Manufacturer narrative:
(B)(4). The device was received for evaluation. A visual inspection, service history review, and functional testing were performed. The device cannot turn on; the issue was identified as an f-38 (malfunction in tube misloading detection circuitry) alarm during device evaluation. This was discovered during functional testing. The cause of the condition was determined to be damaged force sensing resistors. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump could not power on. This event occurred before use. There was no patient involvement. No additional information is available.